Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified:white particle material on the shell device evaluation: analysis of the returned device identified: wear abrasion and white particles on the shell. Leak test and microscopic analysis was performed which identified: punctured on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a punctured on posterior assessed as surgical damage like consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported ¿right side capsular contractures, baker grade iii/IV and exchanged of textured implants due to patient's concern with product ¿. Device has been explanted.